Event description:
Surgeon identified that pituitary rongeur was missing a screw. The instrument would not work without the screw. The or team had to look for it and found it in the abdominal wound. X-ray taken per anterior spinal fusion protocol. X-ray identified missing screw in abdominal cavity.the instrument worked well during the first two discs. The screw fell out during the third disc repair, which means it weakened and fell out of the rongeur. Per MFR's response to site:the instrument was sent to (B)(4) this past winter for evaluation which indicated that the threads and the screw safeties on the screw were damaged. They believed the screw was removed by the third party for repair/cleaning or maintenance. Life instrument rongeurs are laser peened on the back side of the screw.hospital's spd said the instrument had not been sent out for repair.